Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: home (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with stopper error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. Investigation summary: customer returned (3) loose 1/2cc, 6mm syringes. Customer states that the stopper was missing and the plunger is loose and falls out. All returned syringes were examined and all exhibited a missing stopper, which could cause the plunger rod to be loose and fall out of the syringe. No damage was observed on the plunger rods. Samples were forwarded to manufacturing (holdrege) on 03aug2018 for further review. On 07aug2018, holdrege received three (3) loose 0.5ml, 6mm syringes from reported batch# 7299608. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The plunger rods of each sample were visually inspected and noted no observed molding defects, which may have inhibited proper marrying of the stopper onto the plunger rod. Additionally, each samples was visually examined for any bowing of the barrel; none was noted at the time of this evaluation. Possible root cause(s) include, but are not limited to: a misalignment of the plunger rod to the stopper during assembly on the metro resulting in an incomplete assembly; a malformation of the molding of the stopper from the supplier resulting in an incomplete assembly; and/or a jam on the metro that caused a missed assembly upon starting the equipment back up. A review of the device history record was completed for batch# 7299608. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications {200725185, 200725025} noted for missing stoppers. There were four (4) notifications [200725218, 200725389, 200724965, 200725126] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for stopper missing and the 1st related complaint for plunger rod loose on lot # 7299608. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with stopper error. There was no report of injury or further medical intervention.